Event description:
Reporter indicated that patient was seen in emergency room for arrhythmia. Patient was last seen by neurologist in 9/2001 for a parameter increase. Further investigation revealed that the patient was stable and getting good efficacy. The patient does not have a history of cardiac problems.